Manufacturer narrative:
There are no other complaints associated with the referenced lot numbers. X-rays were not received from the health professional. Use of cables was a preventive measure as no fracture was identified. No post-operative complaints reported for the implanted components. Based on the information provided, potential fracture cannot be attributed to the implant. Intra-operative fractures may be multifactorial and can depend on patient bone quality and surgeon technique. From the nextstep arthropedix insitu total hip system instructions for use (IFU): "before any implant is used, the surgeon should be completely familiar with all aspects of the surgical procedure and the limitations of the device."

Event description:
During the primary hip arthroplasty the surgeon noticed that the stem seated more distal relative to the broach. No fracture reported. As a prophylactic measure the surgeon elected to install cerclage cables to prevent subsidence and potential periprosthetic fracture.